Event description:
The customer contacted physio-control to report that their device was totally out of power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device was archived by physio-control and the customer was provided with a replacement device. Root cause was unable to be determined.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was totally out of power. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.